Event description:
The customer reported that it was not possible to remove cutters. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and the technician found out that a screw was loose, the tool could not be inserted due to a faulty ball bearing, the angled bevel gear was too low as well as the device had vibrations, and temperature exceeded expected results. This was attributed to normal wear. Various parts were replaced. Device was repaired and returned to the customer. The manufacturing date was 09/2010.